Manufacturer narrative:
No device was returned as the olympus field service engineer (fse) was dispatched to the user facility to perform service on the referenced aer. The fse went onsite and replaced the cracked lid and warning labels to resolve the issue. The aer was repaired and verified according to original equipment manufacturer instructions. The software attributes have been verified and confirmed. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the lid on the top cover of the automated endoscope reprocessor (aer) was cracked which happened about two weeks ago; service was requested. There was no death, injury or infection was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and to update the following sections: g3, g6, h2 and h10. The director or nursing and the user facility further reported the reported problem was first noticed four months after installation. The oer-pro was being used when it had the cracked lid. There was no leaking associated with the event. No death, patient injury or infection was reported. Before using the oer-pro, the equipment is inspected to ensure that the lid is not cracked and that the packing is not separated or detached from the lid. There have not been any sensors going off. The last preventative maintenance by an olympus representative was performed four months ago, and no problems were noted with it. The last in-service with an olympus endoscopy support specialist was four months ago at installation and there were no noted observations. The minimum effective concentration is checked daily. The lid was ordered and replaced. The oer-pro is back in service and in working order.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported malfunction was due to repeated impact to the lid of the device by the user. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: chapter 3 inspection before use 3.2 inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Ensure the lid is not cracked, broken, or otherwise damaged. Olympus will continue to monitor complaints for this device.